Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation due to high thresholds from the device. The device was reprogrammed and is still in use. No patient complications have been reported as a result of this event.